Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: broken screwdriver at the tip which does not allow the screw to grip.

Event description:
As reported: broken screwdriver at the tip which does not allow the screw to grip.

Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the received screwdriver shows signs of rigorous repetitive usage as evidenced by worn out and discolored surface. Markings on the devices are slightly rubbed and faded away which indicates that the device has gone numerous cleaning and sterilization cycles. The tip of movable blade found completely broken most probably. The microscopic structure of the broken surface indicates towards a sudden brittle fracture due to bending and torsional overload. To prevent the bending, the device is laser-marked with the printing ¿do not lever¿ on the screwdriver sleeve. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to a user related issue. The event was caused by the application of excess forces beyond the bearing capacity of the screwdriver tip during usage resulting in a brittle failure. If more information is provided, the case will be reassessed.